Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was last seen at a follow up in (B)(6) 2017 which showed two years remaining when it comes to this pacemaker battery. The device had reached end of life (eol) in (B)(6) 2018 and elective replacement time (ert) in october 2017. Premature battery depletion was alleged. It was noted that auto capture was on and the device had been in retry at high voltages which might have resulted in rapid depletion. The device was explanted and will be returned. No additional adverse patient effects were reported.

Event description:
The device will not be returned as it was detained at the hospital.